Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer had gone to the hosp with elevated blood glucose. No blood glucose reading was reported. It was also stated that the insulin pump was giving an alarm. Nothing further was reported.